Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed a "low battery warning" error message using multiple fully charged li-ion batteries was not confirmed during the functional testing. The platform passed the functional testing and performed as intended. However, the archive data review showed the occurrence of user advisory (ua) 03 (error communicating with battery controller) error message around the customer reported event date. The root cause for user advisory (ua) 03 was due to a damaged battery cable likely due to mishandling as indicated by the damaged battery compartment observed during the visual inspection. The damaged battery cable could be the potential root cause for the customer reported complaint. The battery cable was replaced to remedy the issue. Upon visual inspection, noticed damaged bottom enclosure and cracked battery compartment. These damages are unrelated to the reported complaint. The cause for the observed damages was due to the damage sustained by user mishandling such as a drop. The damaged parts were replaced to address the physical damage. The autopulse platform passed the initial functional testing without any fault or error. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) stopped compressions and displayed a "low battery warning" error message. Different fully charged batteries were used, but the same issue was observed. Patient use information was requested but no additional information was provided, therefore patient use is unknown.